Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the sample was returned for evaluation. Gross visual evaluation were performed. The investigation is unconfirmed for the reported defective device, as the tissue cuff was intact and was located approximately 32.1 cm from the distal end of the luer. The tissue cuff was adhered to catheter and did not move. No further anomalies were noted to the complaint sample. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The investigation is unconfirmed for the reported inaccurate information, as the IFU provides generic drawing representing various hickman, leonard and broviac central venous long term catheters devices and does not specify any particular length between the hub and the cuff. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use provides generic drawing representing various hickman, leonard and broviac central venous long term catheters devices and does not specify any particular length between the hub and the cuff. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified in d2 and g4. H10: d4 (expiry date: 07/2025), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement, the device allegedly had a inaccurate information. It was further reported that the device was defective. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 07/2025. Device not returned.

Event description:
It was reported that during a catheter placement, the device allegedly had an inaccurate information. It was further reported that the device was defective. There was no reported patient injury.